Event description:
Pump was reported to overinfuse. Pump was set to infuse 100ml bottle of ropivacain at 10ml/hr. After 3.5 hours, the entire 100ml bottle was empty. No medical intervention was required and no pt injury resulted.